Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user received an insulin occlusion alert and was instructed to disconnect the infusion set as if preparing for a shower to test tubing patency. Symptoms included potential interruption of insulin delivery consistent with an occlusion event. Outcomes included temporary loss of insulin infusion requiring replacement of disposable components. Investigation included a review of user-reported performance and troubleshooting guidance. Investigation of this case revealed that the user disconnected the call before completing troubleshooting.